Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the implantable cardioverter defibrillator exhibited a patient notifier anomaly. Upon testing, a vibratory notifier could not be felt by the patient or clinical staff. The potential cause for the anomaly could have been due to an MRI procedure the patient underwent. No patient symptoms or intervention were reported. The patient will continue to monitor the patient.